Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the middle cerebral artery (mca) using a neuron 6f 070 delivery catheter (neuron 070). It was noted that the patient''s anatomy was tortuous. During the procedure, while attempting to advance the neuron 070 into the lesion, the physician experienced difficulty and decided to remove the neuron 070. Upon removal, the physician noticed that the tip of the neuron 070 was kinked. Therefore, the procedure was completed using a new neuron 070. There was no report of an adverse effect to the patient.